Event description:
Customer called to report that she received a safety notice scroll wrap recall letter upon receiving the insulin pump. Customer stated that the insulin pump experienced the issues mentioned in the letter. Customer's blood glucose levels were not included in the report. Product is being returned and replaced per customer's request.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.